Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test during pre-use check. The used air connector was said to be of domestic production, and debris/metal shavings that was creating a flow problem was found. The fault was corrected by installing a new air connector and the ventilator was returned to the customer after passed tests. No further issues have been reported. The evaluation of received device logs shows several pre-use check where the flow transducer test failed between (B)(6)2020. The date of event is changed to (B)(6) as no log entry is found on the reported date of event (B)(6). The conclusion is that the problem was caused by a bad air connector and was not with the ventilator itself.

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. (B)(4).